Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. Chest x-ray was performed and revealed rv lead dislodgement. During lead revision, it was noted that the rv lead helix was unable to be retracted. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, r wave amplitude variation and helix mechanism issue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported events of high capture threshold and r wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x- ray inspections of the lead did not find any anomalies except for procedural damage.